Event description:
A (B)(6) female underwent a total abdominal hysterectomy when a bovie pencil malfunction caused a small flame to occur at tip of cautery blade outside of the pt during the case. There was no apparent injury to the pt.